Event description:
It was reported that the rotoprone therapy system shut down and rebooted without command, then displayed an alarm message regarding the lock pin which they were unable to resolve and allow pt to prone. No pt injury was reported.

Manufacturer narrative:
The bed was tested per quality control procedures on 06/10/2010 and met specifications prior to pt placement on (B)(6) 2010. The unit was returned to kci on 08/06/2010 for evaluation. The reported alarm condition could not be duplicated; however, inspection of the unit found a loose pin on the bed interface board and corrosion from an unk source was found on the cable for the direction solenoid optoswitch. Rotoprone therapy system labeling states "if pt surface will not move into prone position using on-screen commands, perform the following: ensure pt surface is at zero degrees supine and lock pin is fully inserted.